Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that the aberrometer fell off the microscope. Additional information has been requested.

Manufacturer narrative:
The system was examined, information from customer suggested that the aberrometer ¿may have been dropped¿. The company representative subsequently replaced aberrometer and re-sight dovetail to resolve the loose component issues. The aberrometer was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications. A visual assessment of the returned sample yielded no obvious nonconformity. However, the original re-sight dovetail was not returned with the aberrometer. Sample handling confirmed loose components inside the returned aberrometer. Upon cover removal, the components were found to be out of its mount. However, the root cause of the reported event is attributed to the customer dropping the aberrometer. The root cause of the reported event can be attributed to the customer dropping the aberrometer. The manufacturer internal reference number is: (B)(4).